Manufacturer narrative:
The device has not been returned / received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached 300 mg/dl while wearing the pod between 24 and 36 hours. The needle mechanism did not retract as intended, this indicates a needle mechanism failure.

Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle did not retract after opening the pod. Inspection of the internal components found the formed needle to be unseated from the slide retract. Evidence of damaged was observed on the slide retract and formed needle indicating that the formed needle was incorrectly installed in the slide retract. The incorrect installation resulted in the formed needle becoming unseated during deployment, preventing the formed needle from retracting after deployment. Investigation of the download data found that a 0x14 occlusion alarm had been generated by the pod. Rerun of the pod found no hazard alarms generated. Inspection of the fluid path and drive mechanism components found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the occlusion alarm could not be determined. Inspection of the soft cannula found the distal tip to be damaged. The damage did not prevent fluid from flowing through the fluid path. It could not be determined when this damage occurred.